Manufacturer narrative:
The device ro 15 047 has been inspected for investigation purpose. The tests performed confirmed that the weight and the gravity center of the pointer needed to be corrected and was the cause of the accuracy issue. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the pointer probe had accuracy issue. There was no patient/user impact reported.

Manufacturer narrative:
The initial reporter address was reported wrongly "initial reporter name and address". Changed to: (B)(6).